Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
Rep was notified that the surgeon will be performing a revision on (B)(6) 2019 of a radial head device.